Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the during a procedure to treat persistent atrial fibrillation and considered off-label use, the farawave pulse field ablation catheter lumen broke, and was separated from the tip of the device. When ablating in the left inferior pulmonary vein (lipv), the catheter array lost basket configuration and adopted a linear shape. The catheter array remained undeployed and was no longer able to make basket or flower shape as the guidewire was broken at the distal tip connection. The catheter was removed from the patient and replaced with a new catheter. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that there were no broken parts of the device inside the body.

Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment the catheter could not be deployed for functional testing. The spline cage of the catheter was examined on the microscope to look for any potential welding damage that could have contributed to the delamination of the guidewire lumen. Some damage was noted on the welding.

Event description:
It was reported that the during a procedure to treat persistent atrial fibrillation and considered off-label use, the farawave pulse field ablation catheter lumen broke, and was separated from the tip of the device. When ablating in the left inferior pulmonary vein (lipv), the catheter array lost basket configuration and adopted a linear shape. The catheter array remained undeployed and was no longer able to make basket or flower shape as the guidewire was broken at the distal tip connection. The catheter was removed from the patient and replaced with a new catheter. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that there were no broken parts of the device inside the body.